Event description:
It was reported that (2) lcsc5 were used during a lap nissen fundoplication procedure. It was reported by the rep that the surgeon experienced repeated locking up of the harmonic scalpel shears as evidenced by solid tone from the generator. Ultimately the first set of shears finally locked out completely, not working at all. A second set of shears was used. This second set only worked intermittently at best. There was extended or time by twenty minutes.